Event description:
During the evaluation of a device returned for a non-reportable incident a leakage from the multi rate module was noted. The observed condition was determined to be reportable because the unit was reported to have contained a chemotherapeutic agent and the non-reportable incident was noted during patient use.